Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There are no damage or defects noted on the band or inflator. There is 0ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for foreign material or damage. Upon deconstruction, a piece of foreign material was found. The complaint can be confirmed for air leakage issues. The cause is foreign material in the check valve. The operations quality engineer was notified about this issue and a nonconformance was initiated. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported an unknown issue with the tr band. The type of procedure was a peripheral angiogram. Additional information was received on 14feb2025: it was assumed that there was a leak in the balloon which caused the tr band to lose air quickly and bleeding at the site. A second tr band was placed to complete the procedure. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.